Event description:
Treatment of an avm. It was reported after 35 minutes of onyx injection, the catheter burst and onyx was observed leaking at the shaft of the catheter. No patient injury reported. Same event as MDR# 2029214-2010-00152.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B)(4).